Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following a toric intraocular lens (iol) implantation procedure, at the 1 week post-operative examination, the lens was 15 degrees off axis. Additional information has been requested; however, further information has not been received.